Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery for recurrent ventral hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery for recurrent ventral hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open hernia repair with the implant of ventralex patch (device #1). Per operative notes, "the peritoneal cavity was entered, a umbilical hernia and a weakness was noted. A small fascial defect was noted and a fair amount of pain in the left side of abdomen, with no hernia. A ventralex patch (device #1) was placed and the tails were cut off and sutured and tacked." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic hernia repair with the implant of ventralight st mesh (device #2). Per operative notes, "the hernia recurrence was developed superior to the mesh, the mesh (device #1) was still intact circumferentially without adhesions. Incarcerated omentum in a defect was found superior to the mesh, it was removed. A ventralight st mesh (device #2) was placed into the cavity and pulled the mesh to cover the defect. The mesh was tacked circumferentially." Attorney alleges that the patient had hernia recurrence, pain, other organ perforation and emotional injuries.